Manufacturer narrative:
An event regarding revision surgery as a result of instability involving a trochanteric grip plate was reported. The event was not confirmed. Device evaluation was not performed as the device was not returned. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this event could not be determined as insufficient information was received.

Event description:
It was reported that there was a right hip components exchanged due to abductor insufficiency and cable failure.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.not returned.

Event description:
It was reported that there was a right hip components exchanged due to abductor insufficiency and cable failure.